Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their insulin pump is not working. The blood glucose readings were high. The blood glucose reading was 473 mg/dl. Customer states that she is concerned that her insulin pump wouldn't alarm no delivery.